Event description:
Reportedly, the cannula was inserted into the knee to repair the meniscus and it broke off upon entrance to the joint. Under visualization the surgeon used a grasper to retrieve the piece which traveled to the back of the knee and could not be found. (It possibly embedded itself in the soft tissue) the area was flushed, the surgeon inserted a shaver with suction and the nurses strained the fluid and still could not locate the piece procedure: knee repair.